Event description:
It was reported that during an unknown procedure, the device handle stuck. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2025 d4: batch #y7014j additional information was requested and the following was obtained: "¿ is the current patient status known? No patient complications reported ¿ was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) None reported" investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In addition, the packaging was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components, the silicon was missing and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, 21 clips were found remaining inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The condition of the missing silicon on the device is potentially correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch , and no non-conformances were identified.